Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and avaulta mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and avaulta mesh were implanted due to incontinence and pelvic organ prolapse. It was reported that patient underwent mesh removal/revision on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and anterior/posterior colporrhaphy with avaulta procedure due to vaginal vault prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.